Event description:
Reportedly, during lap bilateral salpingo-oophrectomy, the stapler failed to open after firing fifth reload. Multiple attempts were made to remove the stapler, without success. Another puncture site was needed for 12mm trocar port to use another stapler to cut out defective one stuck on tissue. No further pt injury was reported. Same day surgery-pt discharged home without complications.